Event description:
The pt was readmitted and restudied approximately eleve months post-index procedure due to recurrent symptoms. The angiogram revealed no restenosis of the cypher stents. There were reported areas of aneurismal type dilatation involving both cypher stents. No intervention was done.